Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a spyscope was inserted into the seal biopsy cap and pushed down the working channel. When the spyscope ds exited the distal tip of the scope, it pushed a piece of the seal biopsy valve into the patient. Reportedly, the fragmented piece was removed using a pair of forceps. The procedure was completed using the original seal biopsy valve. There were no patient complications reported as a result of this event.